Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that stent elongation occurred. The target lesion was located in an arteriovenous fistula in the severely calcified and severely tortuous deep vein thrombosis. A 16 x 40mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. After deployment, the physician noted that the stent was too elongated. The procedure was completed using the original device. No patient complications were reported and the patient was in good condition post-procedure.